Event description:
Abnormal cells were found outside of the field of view using the imager. There was no trigger cell on the side that would have caused an auto scan (full review of the slide). The site will be monitored to determine if expected occurrences are exceeded. Cyto professionals on site will continue to hold questionable cases for our review.